Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 60-5274-032 was being used during a partial nephrectomy on (B)(6) 2020 when the user stated, "the tip coating was peeled and there are potential that the peeled part was remained in the patient body". There was no visual sighting of any part of the device having fallen into the patient or being left in the patient per further assessment questioning. The distributor reported that he believes the user is speaking of the resistance-coating that is found on the tip of the device. There was no report of injury to the patient, medical intervention or hospitalization due to this event. The procedure was completed as planned. No further assessment information has been received to date. This report is being raised on the basis of injury due to the potential of a device component being left in the patient.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 26 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: cautions and warnings: during trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Always use the lowest possible setting to achieve the desired electrosurgical effect. Do not activate the electrosurgical unit if the tip of the instrument is within the trocar cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: on the initial report this information was unknown; however, when the device was received it was in the original, opened packaging. The lot number has been updated. Codes have been updated due to the evaluation. Manufacturer narrative: the evaluation found that the coating of the tip has been chipped away or scratched off. There is no issue with the insulation and no manufacturing issues were noted with the device. There is no damage noted due to rigorous usage and no charring with the tip. The chipping/scratching can occur when the device comes in contact with another surface. The device coating is biocompatible. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. This issue will continue to be monitored through the complaint system to assure patient safety.